Manufacturer narrative:
The device was returned to our us facility as documented in section d9, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that image is cloudy. The 5mm scope is used at the beginning of a robotic procedure, and the surgeon uses the scope to look at port placement. The scope was over torque when inside of the trocar, which led to the scope breaking. Further it was reported that the breakage happens when the surgeon is controlling the camera with one hand and is poking the site of his next incision with his other hand. The surgeon does this move quickly and puts a ton of pressure on the body of the shaft- which leads to the broken rod. Attempts have been made to correct the surgeon's workflow, but he's stuck in his way. No negative impact in state of health reported.